Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and sent a f/u letter to the pt. The pt had called regarding a message on his one touch ultra meter's display. After the cca discovered that the pt's meter was in memory mode, the issue was resolved. Presumably, the pt was attempting to test while still in the memory. In 2009, the pt saw his physician at 9 am. Whether the pt saw his physician because of dizziness (a symptom that does not meet criteria for serious injury) or the perceived meter issue, was not provided. With a result of 165 mg/dl on the doctor's meter, the pt received insulin. Because the pt alleged that he was treated by his physician, the complaint is reported. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.